Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Mewatch (B)(4).

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a nonfunctioning peritoneal dialysis curl catheter, 62 cm, for a female presenting with a history of renal failure. The peritoneal dialysis catheter was placed laparoscopically and this catheter became kinked and was repositioned laparoscopically about a month later. At the time of the catheter repositioning, some debris was found within the catheter. This debris was removed and cultured. The cultures were negative. After having the revision, the catheter was used once or twice, but has mostly been nonfunctional. The fluid is able to be instilled, but it does not drain. A kidney, uterus, bladder and contrast study was done. These demonstrate that the catheter is in appropriate position, with no kinking of the catheter and the contrast flows into the pelvis through the catheter. The patient had a procedure about a month after the repositioning. There was no fatty tissue adherent to the catheter. The omentum was not stuck to the catheter. There was no fibrinous material within the catheter. The catheter was flushed with normal saline and flushed easily. While flushing the catheter, it was noticed that there was a defect in the catheter, perhaps 5 cm inside the peritoneal cavity through this hole. It was presumed that this was the cause of the inability of the catheter to function correctly. An incision was made in the skin over the insertion site of the catheter and removed the tissue ingrowth cuff from the rectus muscle with blunt dissection and electro cautery. The catheter was replaced with a new one and the patient was taken to recovery in stable condition postoperatively. The original implantation date was (B)(6) 2015. The revision was on (B)(6) 2015 revision and it was removed on (B)(6) 2015. The catheter was replaced on (B)(6) 2015.

Manufacturer narrative:
One used sample consisting of a peritoneal catheter was received for analysis and investigation. The catheter shows evident signs of use; mildew was found in the final end of the catheter and in the cuff component. Through a visual inspection was conducted and noted that the catheter had an irregular cut 6 centimeters bellow the cuff. This was classified as a hole in catheter. The device history record (DHR) review could not be performed since the lot number involved is unknown. According to the event description, the catheter was repositioned laparoscopically about one month later; this is evidence that the catheter perform as intended for 1 month. The potential cause for the reported issue is: unintentional user error where it is possible that the catheter may have been subjected to excessive force. According to instructions for use (IFU) during product manipulation the user must exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc., which could impair its performance. During manufacturing process all the pd catheters are submitted to a 100% visual inspection. In the final inspection the catheters must be inspected and rejected if there are visible imperfections such as nicks, cuts or blemishes that do not meet drawing specifications. All rejected product will be cut in half and placed in a scrap container. No other potential causes were identified under process/method category. Environment. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.